Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was returned in four pieces. Both haptics are broken in the gusset area. The optic is cut in half, typical of insertion and removal from the eye. Scratches are observed on the optic portions of the lens. A piece of edge material is broken off the optic. The returned lens matches the provided photo(s). A qualified cartridge and viscoelastic indicated. It is unknown if a qualified handpiece was used. Broken haptic damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Information was provided that stated the lens was implanted into the anterior chamber. It is unclear if this may have been a contributory factor as the company lens is intended for placement into the posterior chamber. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was introduced without pressure into the patient's eye chamber and when it was deposited, it released a dust, making it seem like the lens was peeling off and released a its haptic inside the eye, which the surgeon tried to fix the lens in position and could not, surgeon had to proceed to cut it for its extraction during initial procedure, causing a longer period of surgery and concern for the patient. Additional information has been received and stated that, there was damage to the patient, the patient still has very severe edema in the cornea and anterior chamber, detachment of decrement microparticles. The problem occurred during cataract surgery when the lens was implanted in the anterior chamber. When the iol finished entering, it released dust and one of its haptics became detached. The procedure was completed with another lens.